Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt presented today for a scheduled procedure and admitted that his pump had been "stopping" again. Review of the log file showed numerous pump stoppages overnight. The pt was admitted to the hosp. The pt received a pump exchange on (B)(6) 2012.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.